Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer device was previously returned to pentax medical from a customer on 22-aug-2019 and inspection of the unit was performed on 29-aug-2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, fluid invasion in pve connector, shield cover corroded, primary operation channel excess glue at distal end, ccd circuit board corrosion, pve electrical pin corroded, passed wet leak test, passed dry leak test, pve electrical connector frame mild corrosion. An additional evaluation performed on 04-sep-2019 noted the middle light carrying bundle distal cover glass cracked. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts to be replaced: o-rings and seals, distal case/cap, electrical connector assy, pcb for ccd k2 pb-free/ntsc, lcb distal cover.